Event description:
It was reported that the customer received a button alarm while the pump was on the counter with no interactions. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental repot will be submitted upon completion of the evaluation.